Event description:
The customer originally reported that her transformer got hot. Upon receipt of the product and qe evaluation on (B)(6) 2014 a breach in the housing was observed, which is a safety risk.

Manufacturer narrative:
The product was received on 11/11/2014 and evaluated on 11/24/2014 by qe and a breach in the transformer housing was observed and confirmed. This is a safety risk. Evaluation summary: a visual examination of power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not plugged in and the voltage across the dc was not measured. Resistance across the dc plug was measured 0.770m ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 53.6 ohms, which is normal and indicates that the thermal fuse did not blow. This issue with the damaged transformer housing for the pump in style device was address in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has been increased to further protect the transformers during shipping.